Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586 and 3004464228-2020-01007. Report ID number: (B)(4). Exemption number: e2014031. The device was returned with the cannula deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases that would indicate a failure to deliver insulin. The device was deactivated at 229 pulses. No damages or defects were found with the needle mechanism that would cause the cannula to retract or to not deploy. The cause of the reported events could not be determined. The exposed portion of the soft cannula was found to be torn and fluid was not able to exit the distal tip of the cannula. It cannot be determined what caused the damage to the cannula or when it occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
A patient reported the cannula retracted or did not deploy; indicating a needle mechanism failure. The patient's blood glucose levels were unaffected and the pod was worn less than an hour on the leg.